Manufacturer narrative:
Investigation conclusion the customer reported that the difference in the set flow rate varies greatly with the enteral feeding pump. They requested to have the pump checked, including testing it with water. There was no patient use. Additional information was received stating that the pump delivered more than the amount set. The incident occurred while being tested with water. The rate was set to 300 ml/h. Both the volume to be infused and the actual volume delivered are unknown. The service history record was reviewed and found no service history available for the reported product as this is the first time it was returned. Evaluation and service of the returned product identified a failed motor which required the replacement of the gearbox. The reported product failure of over/under delivery was not confirmed. All device history records (DHR) are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Additional action will not be taken at this time. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the difference in the set flow rate varies greatly with the enteral feeding pump. There was no patient use. They requested to have the pump checked, including testing it with water. Additional information was received stating that the pump delivered more than the amount set. The incident occurred while being tested with water. The rate was set to 300 ml/h. Both the volume to be infused and the actual volume delivered are unknown.